Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened(creased) act buttons dome switch. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer reported the act button was unresponsive to clear the alarm. The customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.